Event description:
It has been reported to philips that fluoroscopy stopped, and a tube rotor error occurred. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed by the customer when the issue occurred and the procedure was rescheduled. The philips field service engineer (fse) inspected the system on site and confirmed that tube rotor had a problem. Upon troubleshooting fse found that mains interface unit (miu) was defective. To resolve this issue, fse replaced mains interface unit (miu). The defective part was returned to philips for analysis and an error message indicated a fuse trip related to the rail voltage to the adu. It was determined that the rail voltage fuse, f1, was defective. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.